Event description:
It was reported that this inflatable penile prosthesis was not working properly. It was discovered during revision surgery that one of the cylinders had ruptured which led to a fluid leak. All the components were removed and replaced. No patient complications were reported.